Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the surgeon was performing a cervical spine case and wanted the images stationary and the crosshairs moving when navigation. The surgeon confirmed this was how they had the setting in his surgeon preferences, but the images and crosshairs in the trajectory 1 view were both moving. The medtronic representative (rep) had the surgeon toggle between the crosshair movement settings, change views, leave and re-enter the procedure, and reboot the system with no change. The surgeon then decided to swap the navigation system out, take a new spin, and experienced the same issue. No patient impact. The probable cause was suspected to be due to patient anatomy.

Manufacturer narrative:
Brand name stealthstation; product ID: 9735740, (lot: 2.1.0); product type: 2543-mnav - system. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. Archive had 1 imaging system exam; the analyst tried to reproduce the issue in-house but it was not reproduced. No video evidence available. Logs also did not capture any evidence related to the rotation of the trajectory1 view. This issue was consistent with the following known software issue. Based on the case description. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information added to section a, b5, and e. H6: additional annex f code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was less than an hour delay in surgery. There issue occurred during the navigation phase.